Event description:
The patient tested her blood glucose at 7 a.m. On suspect device and it was 396 mg/dl. She increased humalog insulin from 3 units to 6 units. At 9 a.m., she tested her blood glucose on the suspect device and it was 309 mg/dl. She took an additional 4 units of humalog. About 2 hours later, she started to feel ill. She went home and tested her blood glucose on another device and it was 36 mg/dl. She passed out. She was taken to the e.r. About 4.5-5 hours later. She was admitted to the hospital due to ketones in her urine. She was given intravenous fluid with saline, potassium, dextrose 50% and lactated ringer.